Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black wire on the vibrator motor also, unable to complete functional testing due to vibrator anomaly. The insulin pump passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the vibrate feature stopped working. Customer's blood glucose was unknown. During self test, device did not vibrate. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.